Event description:
The hospital staff used caviwipes xl wipes on my newborn son while changing his diaper. The buttocks had yellowish white blisters. The staff applied oxygen and aquafor to the area. I am having problems of the hospital releasing an incident report to obtain detailed information on how they have resolved the chemical burn. Dose or amount: 2. Frequency: twice daily. Route: applied to a surface, usually the skin. Reason for use: used as infant wipes to private area and buttocks.